Manufacturer narrative:
Additional information provided in h.3., h.6 and h.10. The provided video was reviewed. The cartridge preparation was not shown. The lens removal from the case and loading were not shown. The video is very brief. The video starts with the cartridge tip already inserted into the incision with the lens advanced to the parting line. As the lens unfolds, what appears to be long, narrow linear scratch mark can be observed. The scratch is just above center on the anterior optic surface. The scratch is left to right across the optic. This damage is not in the travel path and would not have occurred during delivery. The observed damage is similar in appearance to damage that can be caused by a metal instrument used to grasp the lens. A qualified cartridge was indicated with a non company viscoelastic. Based on review of the provided video the lens was scratched. After delivery, the narrow linear scratch was observed on the anterior surface traveling left to right across the optic. This damage was not in the travel path and would not have occurred during delivery. The observed damage was similar in appearance to damage that can be caused by a metal instrument used to grasp the lens. All lenses are 100% inspected for cosmetic attributes and the damage exhibited on the video would not have met companies release criteria.

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. No other complaints for lot. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery with intraocular lens (iol) implant procedure, a scratch was confirmed on iol after implanting in the patient's eye. The surgery was completed without product replacement. Additional information has been requested.